Event description:
Two months after placement of a bone graft, a pt requested removal of the bone graft that had been placed due to pain. The practitioner feels that an infection at the grafting site was the cause of the pain and failure.